Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately calcified mid left anterior descending artery. The physician advanced the 2.5x12mm maverick balloon to the lesion to predilate and inflated the balloon to 10 atms and it ruptured. According to the physician "resistance was not encountered while the balloon was being advanced and inflated". The device was removed from the patient intact. The procedure was successfully completed with a different balloon and the deployment of a stent. Patient status is listed as "good".